Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported string missing and was not able to remove the pessary. She went to the doctor to get the pessary removed. She experienced spotting and discomfort after removal. Consumer also reported string broke upon removal and was able to manually remove the pessary.